Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: balance middleweight, abbott vascular; guide catheter: 6f.ebu 3.5; other: medtronic indeflator. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The xience pro x is currently not commercially available in the us. The product code listed and the PMA# listed, is based on the predicate device (xience xpedition) and is therefore similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat an 80% stenosed lesion in the proximal left anterior descending artery with moderate calcification. The 3.5 x 18 mm xience pro x stent delivery system (sds) was advanced to the lesion and attempted to be inflated to 12-14 atmospheres (atm), but the sds balloon did not inflate. The sds was removed and the stent was confirmed to be secure on the sds balloon. A new xience pro x sds was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported inflation issue was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for inflation issue from this lot. Based on the reviewed information, no product deficiency was identified.